Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered the vacuum pump only produced 450 mmhg of vacuum and failed vacuum test routine (system specification is greater than or equal to 450 mmhg). The fse noted evidence of a spill on the mixer pulleys and belt from a small leak in the wash pump. There was no report of injury. The fse performed preventive maintenance (pm). The fse performed a routine system check and a high sensitivity system check; both passed within system specifications. The fse performed assay quality control (qc); no issues were noted. The unit conformed to the manufacturer's performance specifications. The customer noted system checks from (B)(6) 2011 passed within specifications. The customer stated no errors in the event log from the time patient samples were processed. This medwatch report is related to MDR 2122870-2012-00083.

Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for several patients, involving unicel dxc 600i synchron access clinical system. This is report number two of two. Subsequent testing of an aliquot and on an alternate methodology produced lower results, within the normal reference interval. The customer stated only one elevated result was released out of the laboratory and questioned; it was not used in clinical practice. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.